Event description:
It was reported by resmed (B)(4) that an astral device displayed a system fault message indicating a software task error. This resulted in an alarm which notified the caregiver of the error message. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00054.